Event description:
It was reported that a stent was inadvertently explanted. The target lesion was located in the obtuse marginal branch. A 3.00x16mm promus element plus drug eluting stent was selected for use, advanced, and deployed to treat the lesion. Following post dilation of the deployed stent, at the event of withdrawing the balloon catheter; the stent, the balloon and the wire all came out together. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the device was received with two guidewires. The outer diameter of both devices were measured and it was noted that both of the devices were within specification as outlined in the product specification. The stent of the device was attached to a guidewire and to an non-bsc balloon dilation catheter. The on-bsc balloon dilation catheter had penetrated through a row of struts on the promus stent. The stent delivery catheter belonging to the promus stent was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a stent was inadvertently explanted. The target lesion was located in the obtuse marginal branch. A 3.00x16mm promus element plus drug eluting stent was selected for use, advanced, and deployed to treat the lesion. Following post dilation of the deployed stent, at the event of withdrawing the balloon catheter; the stent, the balloon and the wire all came out together. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).